Event description:
It was reported that an fsl3+ sensor initially displayed a pairing failed message after the first scan and prompted a rescan; the user rescanned with the mobile app and shortly thereafter glucose readings began displaying on the pump, indicating restored communication. Symptoms included no reported adverse symptoms and no effect on blood glucose during the call. Outcomes included no clinical intervention, no hospitalization, and continuation of therapy. Investigation included customer service troubleshooting and education with monitoring of device function during the call. Investigation of this case revealed that the sensor-to-pump communication reestablished after rescanning, consistent with transient pairing failure. It was concluded that the event resolved with guidance and that the device functioned as intended after rescan.